Manufacturer narrative:
Result - rod side hydraulic hose; "lift here" label.

Event description:
It was reported by service report that the rod side hydraulic hose is leaking and the "lift here" label is damaged and unable to be read. No pt involvement or adverse consequences are reported.